Event description:
It was reported that the defibrillation thresholds (dft) had increased and the physician suspected an issue with the superior vena cava (svc) coil of the right ventricular (rv) lead. The physician planned to implant a subcutaneous lead, but when the pocket was opened it was discovered that the high voltage pins were reversed in the header of the device. The rv pin was placed in the svc port and the svc pin was in the rv port. After placing the pins in the appropriate ports, ventricular fibrillation (vf) was successfully converted twice at 15j. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) competitor implantable pacing lead 2012 (B)(6); 1056t competitor implantable pacing lead 2007 (B)(6). (B)(4).